Event description:
Spontaneous. Pt reports pump malfunction (serial number (B)(4)) error message: no disposable damp. Patient tried a new cassette mix and still received same pump error. Patient switched to back up pump and is infusing medication. Patient was advised to put the cassette (lot number 4219999) aside in case patient needs to send it back in the future. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.